Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved, the complaint could not be confirmed and a root cause could not be determined with confidence. No lot number was provided; hence a review of manufacturing records could not be completed. No further actions are required at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision left hip surgery was performed due to loosening of the cup.